Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to aseptic loosening of the tibial baseplate. A size 3 primary baseplate and insert were revised to a size 3 cs baseplate with stem and a 3x13 cs insert. Update: right knee.